Manufacturer narrative:
Product ID 977a260 lot# (B)(4) implanted: (B)(6)2015 explanted: product type lead product ID 977a260 lot# (B)(4) implanted: (B)(6)2015 explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the circumstances that led to the device not helping was weight loss. The battery was removed and the wires are still in place. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the surgeon was uncomfortable removing the leads that were implanted for a certain length of time. No further complications were reported.

Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the ins was being removed on (B)(6) 2018 because it hadn¿t helped the patient ¿for a little while now.¿ no further complications were reported.